Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign object could not be identified. It is unclear whether there was any deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. No physical damage was observed where foreign matter remained. The detection method is described in the instruction manual gif/cf-170 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported, that during preparation for use, the colono-videoscope was found to have ¿reduced angulation¿. The device was returned for evaluation and during the evaluation, the following reportable malfunction was identified: residue and foreign debris inside the air/water channel. No death or injury and no impact to patient or other has been reported. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s reported issue was confirmed. The up angulation is out of standard specification due to a worn angulation wire. Additionally, residue and foreign material was found clogged inside the air/water channel, attributed to water supply failure. Also, the light guide bundle is abnormal, and the bending section cover adhesive is broken/chipped. The customer indicated the (cds) cleaning disinfection and sterilization was performed appropriately according to the device guidance prior to returning for evaluation. The device has not been used with foreign material attached to it, the device was appropriately precleaned without any delay after procedure. There were no abnormalities observed with the reprocessing accessories, manual cleaning was performed within an hour after procedure and rinsed before disinfection. The auxiliary channel was flushed with water. The investigation is still in progress; however, should additional relevant information become available, a supplemental report will be submitted accordingly.